Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a leak test on a laparoscopic procedure, a hole in tissue was noticed. The surgeon sewed it up and redid the leak test and it was fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, patient status : fine.